Manufacturer narrative:
Unknown; no information has been provided to date. There was a visual inspection conducted and found the device to be in good condition. The reported problem was duplicated, and the cause of the problem was found to be a defective main board. The main board was replaced to resolve the issue. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device displayed error 41541. There was unknown patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
Additional information was received, patient details were updated.